Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states, the right side caster, fork came out of the base frame. Dealer states, the screw that goes into the frame and holds the caster came out and cannot be tightened. Need to replace the whole base frame, hardware and fork per tech service.